Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned for investigation, but pictures were provided. As the drill bit is fracture, event can be confirmed. However, due to the low quality of the image, no further evaluation can be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign ¿ poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a broken drill bit was found in the kit during surgery. No delay or no harm to the patient was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.